Event description:
The objective of this study was to compare the clinical outcomes of zes and ees  in patients with acute mi (acute myocardial infarction) for patients with small cardiovascular disease. Patients who received medtronic  endeavor zotarolimus eluting stents (zes)  in the kamir (korean acute myocardial infarction registry) were included for analysis.  The source literature reported rates of 8 deaths, 6  mi, 13 tvr and 8 stent thrombosis events at one year clinical outcomes for the  zes treated patients.   A total 1565 acute mi patients were treated including 651 treated with medtronic endeavor-zes, 914 treated with  ees from january 2008 to october 2011. After propensity score matching to adjust for baseline clinical and angiographic characteristics, the study compared  a total 1302 patients (651 medtronic endeavor - zes and 651 ees). The primary endpoints were major adverse cardiac events (mace) at 1-year. The secondary endpoint was stent thrombosis.  Subgroup analysis about 1-year clinical outcomes was undertaken in patients who were discharged alive, since the in-hospital mortality rate is relatively high in acute mi patients.   After propensity score matched analysis baseline clinical and angiographic characteristics were similar between the two patient grou ps. Mace results did not  significantly  differ between the two groups , although stent thrombosis tended to be lower and sub-acute stent thrombosis was  significantly lower ( 0.6%  versus  0%, p = 0.045) in the ees group. However, there were no differences in 1-year cardiac death, tlf, and stent thrombosis in propensity score matched populations. Subgroup analysis in patients who were discharged alive showed similar outcomes between the two groups at 1-year follow-up.   This study concluded that in-this propensity score matched analysis, ees and zes showed no significant difference in clinical outcomes at 1-year follow-up in patients with ami for small cad. The primary physician involved in this clinical study commented that he did not believe that the medtronic devices used were the cause of the adverse events. He also provided positive feedback on the quality of medtronic devices.

Manufacturer narrative:
Evaluation, results: (root cause could not be determined); inherent risk of procedure (thrombus); no results available since no evaluation performed (device or procedural images not returned for review). Conclusion: results: (root cause could not be determined ); unable to confirm complaint (device or procedural images not returned for review); known inherent risk of procedure (thrombus). (B)(4). Age at time of event is average age of patients. Date of death is date patient's were first enrolled in study. Event date is the date of study acceptance. Title of article: clinical outcomes of everolimus - and zotarolimus-eluting stents in patients with acute myocardial infarction for small coronary artery disease. Http://dx.doi.org/10.1016/j.jjcc.2013.10.016.